Event description:
It was reported that the pump had an audible alarm error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked on both front corners of top case also cracked on right plunger case and battery door. Left plunger case screw boss broken off. Bottom case cracked at l-bracket mounting surface. Error history log review found a primary audible alarm background test. Unable to duplicate the primary audible alarm background test during occlusion test. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced top case, bottom case, and both plunger cases due to physical damage. Replaced position pot, worm coupling, worm gear, motor mount, lead screw, and both clutch halves for preventative purposes. Installed delrin washer and cable guard due to missing parts. Returned tracking device and l-bracket.